Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 2 began to float from left to right side on its own. There were no error messages, and no one had unclutched the arm. Site was concerned that issue would continue to happen. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse elected to swap universal surgical manipulator (usm) 2 to calm tensions with staff. The fse programmed new usm and during calibrations a part had continual calibration failures. The fse decided to reinstall, reprogram, and recalibrate the original usm. After testing fse again found no issues with the system via error logs or during system verifications. Fse updates both the evening charge nurse as well as the robotics coordinator off what was done, and the findings were most likely user induced. The fse reviewed the video that was sent and found that the issue was that the arm needed to be unclutched at the time of occurrence. The fse believed that the surgeon was not fully out of the viewer and arms were unclutched during swapping instruments and drifting was occurring at that time. System inspected, tested and verified as ready for use no trouble was found. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
The return material authorization (RMA) for the universal surgical manipulator has been cancelled. The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse was unable to confirm or replicate the reported complaint. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.